Event description:
It was reported that approximately 34 months after the implant threshold increases and sensing decreases were noted. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection found multiple signs of abrasion along the lead body. However, the insulation was intact in this area. During the analysis, no other deviations were found that could be related to the reported pacing problem and the increase in pacing threshold. The measured electrical values were within specifications. The fixation was without irregularities. The lead proved to be in conformance with specifications and without defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.